Event description:
It was reported by the healthcare professional (hcp) that this pacemaker was implanted one year ago and had an estimated time to explant of 5.5 years, which was perceived as shorter than expected. Technical services (ts) assessed and explained that this device is a non extended longevity (el) device, which had a lower expected longevity compared to an el device. A high rate atrial sensing was identified as a contributing factor to increased power consumption and reduced device longevity. Ts indicated that current power consumption is 120 percent, equivalent to 52 microwatts. A programming change to vvir mode with atrial sensing disabled was suggested to improve expected longevity. This pacemaker was not associated with any advisory. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported by the healthcare professional (hcp) that this pacemaker was implanted one year ago and had an estimated time to explant of 5.5 years, which was perceived as shorter than expected. Technical services (ts) assessed and explained that this device is a non extended longevity (el) device, which had a lower expected longevity compared to an el device. A high rate atrial sensing was identified as a contributing factor to increased power consumption and reduced device longevity. Ts indicated that current power consumption is 120 percent, equivalent to 52 microwatts. A programming change to vvir mode with atrial sensing disabled was suggested to improve expected longevity. This pacemaker was not associated with any advisory. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of gas gauge/longevity not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.